Event description:
A customer reported an event of a "smoke" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse cleaned the catalytic converter and confirmed the issue was resolved and the unit was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The catalytic converter was cleaned/adjusted to resolve the issue. The assignable cause of the smoke/haze issue likely is the catalytic converter. The field service engineer cleaned this part and confirmed the sterrad 100's was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.